Event description:
It was reported to resmed that an s8 elite CPAP caught fire.

Manufacturer narrative:
The preliminary evaluation of the returned unit indicated the possible cause of the failure as the ac appliance inlet connector. The result of this failure was a brief external flame that self arrested and did not require external intervention. The device is being sent to the design facility in (B)(4) for an engineering evaluation. There is no adverse event reported for this incident.